Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blocked non-tandem infusion set cannula due to the customer's scar tissue. Customer experienced diabetic ketoacidosis (dka) resulting in a visit to the emergency room. Although requested, customer declined to provide additional information.